Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The patient has no more test strips remaining for investigation and has discarded the vial. The patient's meter was provided for investigation where it was tested using retention strips and retention controls: target range: 4.1 - 6.8 inr. Measurement 1: 5.0 inr. Measurement 2: 5.1 inr. Measurement 3: 5.2 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned and the retention material meet the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to the clinic's coaguchek xs plus meter. This medwatch is for the patient's meter (serial number (B)(4)). Refer to medwatch with patient identifier (B)(6) for the clinic's coaguchek xs plus system. The result from the patient's meter was 1.9 inr at 10:00 a.m. The result from the clinic's meter was 2.6 inr at approximately 2:04pm. The patients therapeutic range is 2.0-3.0inr. The patient measures once a week on wednesday mornings.